Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one. The patient was connected at the time of the alarm. The patient stated the heater bag had become disconnected from the homechoice cassette. The patient further stated that the connection between the bag that had disconnected and the supply line did not seem to be secure; the patient stated the connection continued to twist after they thought it had been fully tightened. The patient had not seen any damage to the luer connecters and was unsure why the connection had continued to spin. The technical service representative (tsr) explained the alarm, assisted with clearing the alarm and ending therapy, and reviewed proper procedures with the patient. The tsr advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.